Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 8f angio-seal was used for femoral artery closure. Indications were confirmed with angiography. After the device was deployed, blood bleeding was found on the puncture site. The whole device was pulled out and changed other hemostasis methods. No harm was found on the patient. A new angio-seal was used to finish the operation. Bleeding occurred in the procedure room. Patient condition was stable. No patient consequences. Additional information was received 12december2019: patient procedure was peripheral intervention. Bleeding was less than 250cc. The hemostasis was achieved with second angio-seal used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.